Manufacturer narrative:
Samples from the hospital's stock (lot number 527994, 526724, 450375 were dimensionally evaluated and pull tested. They were found to meet all manufacturing specs. The actual device (lot number unk) was examined and found to be nicked on the shaft in the vicinity of the break. The cuts were approx 1/2 to 1mm long and adjacent to the fracture site. Neonatal nurse manager stated, the catheter did not break due to a product malfunction. She thinks the catheter was nicked when the umbilicus was cut. The foregoing fits the facts as revealed in the examination of the actual sample.

Event description:
Catheter broke during removal on 8/19/96. Baby born on 8/11/96 and catheter inserted immediately. Baby also immediately transferred to another facility. Catheter broke at the second facility. Approx. 3/8 inches of the catheter was left in the baby. The piece was retrived by the nurse with her fingers. No pt intervention or complications. Nurse mgr at second facility stated that upon arrival from the first facility, 6 inches of the umbilicus was still attached to the baby. The umbilicus was carefully cut off while the catheter was still indwelling. In her opinion, the catheter may have been nicked during the cutting of the umbilicus which occurred several days prior to its removal.